Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software was not suspending insulin as intended; however this could not be confirmed as the customer declined troubleshooting, or to upload pump data for review with tandem technical support. Customer's blood glucose level was 60 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.